Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 25mm navitor valve was selected for implant in a patient with a history of a right bundle branch block. It was noted during procedure that the patient developed a transient heart block when passing an unknown guidewire through and performing a pre-implant balloon aortic valvuloplasty. The heart block persisted even after the successful implant of the 25mm navitor valve. The patient had a temporary pacemaker inserted and was placed in the intensive care unit to monitor their rhythm. On (B)(6) 2022 the decision was made to implant a permanent pacemaker to treat the heart block. It was noted that the 25mm navitor valve had been sized after carefully computed tomography examination. The patient's annular dimension were were as follows: diameter=27 mm, sinus height=17.6 mm, annulus diameter circumference= 66.5 mm, and ascending aorta diameter=30.4 mm. The patient was stable at the time of report.

Manufacturer narrative:
An event of transient heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the root cause of the reported event could not be conclusively determined. Please note that per the instructions for use, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."

Event description:
Subsequent to the previously filed report, additional information was received that the 25mm navitor valve had been implanted using a small flexnav delivery system. The navitor valve was implanted at a final depth of 3-4mm. The patient was presented a right bundle branch block prior to implant. There was no calcification found extending beneath aortic annular plane in the interventricular septum. There was noted during procedure that there was was 3 re-sheaths of the navitor valve. There was no difficulty implanting the navitor valve noted. The 27mm navitor valve had been sized according to the instruction for use. The patient was stable at the time of report. No additional information was provided.